Manufacturer narrative:
Updated: g3 (date received by manufacturer), g6(type of report), h6 (component code, investigation findings, investigation conclusions). The device involved in this case was not available for evaluation. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Based on the available information, no action was required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics were unable to be obtained.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation. Complaint was identified from a confidential customer survey; therefore, hospital information was not available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback, this swan-ganz catheter sometimes was not reliable for monitoring intermittent or continuous right ventricular ejection fraction (rvef), measurements were not provided all the time. There is no allegation of patient injury. Patient demographics were unable to be obtained.